Event description:
Freestyle libre 3 is consistently showing incorrect data. Data errors were confirmed by a glucose stick with 3 different glucometers. This issue is affecting the last 3 sensors that were used. Largest discrepancy was close to 100 points. Freestyle libre 3 reading: 208 onetouch glucometer reading 118. Reference reports: mw5168239, mw5168240.